Event description:
The customer blood glucose read "high" (>500 mg/dl) she said she doesn't think needle and cannula deployed or inserted correctly.

Manufacturer narrative:
The device will not returned for evaluation. We are unable to determine if any defect or deficiency contributed to the event. The customer reported that the needle and cannula may not have deployed or inserted properly. This condition could interrupt insulin and contribute to hyperglycemia. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." And "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises, "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." Qualification records were reviewed and the product lot met all acceptance criteria.